Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that the device failed to produce an image. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation, however, a conclusive root cause could not be identified. Possible causes, as identified by the legal manufacturer, include: failure of the power supply board, the image processing substrate was damaged, the lcd panel failed.